Event description:
A physician at the user facility reported the occurrence of a spiral dissection of the pt's rca during a diagnostic procedure while using the injector system. Intervention was required with the placement of stents and the pt recovered without further sequelae. The user physician reported that he did not see it as a device malfunction but a combination of system, catheter placement, user error in placing the catheter tip too close to the vessel wall, and injection pressure being too high. Neither acist, nor the distributor were informed of this event until a clinical visit at the hosp in 7/04. The physician indicated the event had occurred approximately two months before the visit, therefore an estimated occurrence date of 5/04.